Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead. Product ID 977a260 serial# (B)(6) product type lead. Product ID 97715 serial# (B)(6) implanted: (B)(6) 2019 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type lead product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-may-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 15-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). Caller reported patient having revision surgery today to replace ins , hcp didn't want to bring patient's implant out of over discharge condition due to recharge requirements. During revision hcp noted one of the lead was out of the epidural space, which required lead replacement. During lead pull, hcp accidently pulled the other lead out as well, due to scaring at anchor site. Therapy issue for patient was resolved post-surgery. On (B)(6), rep stated that he became aware of the surgery/revision on the morning of (B)(6) 2019. Prior to that he had only known of an over discharge 2 months prior. At that time, there were no other issues besides the od. Patient¿s weight was unknown at the time of the surgery. Despite one lead being out of place, the other was providing patient with adequate therapy. The cause of lead being out of epidural space was unknown. However, the hcp knew about it already at the time of the revision. The hcp discarded the old ins. There were no stimulation or therapy issues prior to the revision. Post-op, everything worked fine too, and patient was receiving adequate therapy. No further complications were reported/anticipated.